Event description:
Rptr opened a brand new package which had piece of what looked like black electrical tape on the belt. Rptr removed the tape to see what was under it and found that the belt had been cut and taped back together with black electrical tape. This must have been done at the factory.